Event description:
It was reported via legal documentation that the patient had a left knee arthroplasty on (B)(6) 2012 and then approximately 10 years later on (B)(6) 2022 had a surgical revision. Revision operative report of 1 dec 2022. Post-operative diagnosis- failed left knee secondary to wear of the bearing surface. Patient was revised to exactech devices. Knee was debrided of exuberant hypertrophic synovial reaction. The femoral, tibial, and patellar components were well fixed. The tibial polyethylene was severely worn with delamination and breakdown of the medial tibial plateau are with severe erosion into the polyethylene post. The patient was awakened and taken to the recovery room in stable condition. No device return. There is no additional information provided/available.

Manufacturer narrative:
D10. Concomitants: 210-01-03-nmc femoral-sn (B)(6) 204-04-33- trapezoid tibial tray sz-sn (B)(6) 200-02-35- three peg patella- sn (B)(6) stryker simplex with tobra these devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (investigation codes). The following sections were corrected: h6 (clinical codes). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.